Manufacturer narrative:
Eval results - a lot order search was performed on the cartridge and foam tip plunger. There were four similar complaints found for the cartridge and one similar complaint found for the foam tip plunger.

Event description:
It was reported that the haptic of a competitor's lens was damaged while using the mtc-60cfp cartridge. Additional info was requested but none forthcoming. If further info is received a supplemental medwatch form will be submitted.